Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion is located in the moderately tortuous and severely calcified right coronary artery. A 10mm x 3.50mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, upon first inflation the balloon ruptured at 12 atm for 30 seconds. The device was removed without problem using the normal method. The procedure was completed with another of same device. There were no patient complications, and the condition of the patient post procedure was good.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on hypotube shaft profile found kink at 3.5cm distal to the distal end of the strain relief. There were no kinks or damages in the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole in the balloon. A pinhole was located in the balloon material above the proximal markerband. The balloon was subjected to positive pressure and returned in a deflated state. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage and a microscopic examination of the markerbands identified no damage. During leakage testing the device was attached to an encore inflation unit. The encore device was verified before and after use using the druck gauge. A pinhole was identified in the mid-section of the balloon material during inflation to the rated burst pressure of 12 atmospheres (atm).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, upon first inflation the balloon ruptured at 12 atm for 30 seconds. The device was removed without problem using the normal method. The procedure was completed with another of same device. There were no patient complications, and the condition of the patient post procedure was good.